Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. Scratches and wear were noted on the device. A conclusive root cause for the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2016-00071-3 & 1825034-2016-02310). Product evaluated by external contractor.

Event description:
It was reported that patient underwent a left hip revision procedure approximately twenty-seven months post-implantation due to the femoral head and poly liner fracturing. During the procedure, the head and liner were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.